Event description:
The nurse reported that she had started a piggy back infusion on a female as a treatment, 2008. The piggy back was a 250 ml bag of hospira vancomycin with lot #64-063-jt that was set to infuse at 150 ml per hour. The primary was a 1000 ml bag of b. Braun potassium chloride with lot# j8c584 that was set to infuse at 150 ml per hour. When nurse returned to room the colleague triple channel infusion pump, 2m8163, read that there was 188 ml left in the piggy back bag of vancomycin and when she looked, the piggy back bag was empty. Thus stating that this was an over-infusion. The nurse has filed an occurrence report on this incident. The nurse also stated that there was no pt injury or medical intervention necessary on this service event. No additional info is available.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.